Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; some needle holes were noted in the needle chamber. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested: only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the "under drainage and subcutaneous csf retention were observed" could be due to the damaged catheters ("disconnection of distal barb & catheter"), but at the time of investigation no leakage was noted when catheters were connected with connectors. As specified in IFU in section surgical procedure precautions: "silicone has a low cut and tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly. The use of stainless steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments might rupture or tear the silicone components".

Event description:
N/a.

Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00066. A physician reported that the codman certas valve was implanted in a male patient, <1years old, with a childhood glioma via a v-p shunt which was connected to a bactiseal catheter (823072). The setting was set at 5. On january 5, 2021 ventricular enlargement was confirmed and that under drainage and subcutaneous csf retention were observed. The shunt system was functioning as the csf was able to be drained by pumping multiple times. The setting was then changed to 2. As of january 12, 2021, no improvement of hydrocephalus was noted. On january 25, reconstruction surgery was performed, and the ventricular catheter placed in december was removed, and replaced with the ventricular catheter set 823003. Pumping was done before reconstruction surgery, but the suspicion of obstruction did not improve. There is a possibility that it was opened when pumping was performed after removal. Due to the influence of the underlying disease, the patient¿s protein concentration increased with each passing day, with the latest being 290 mg/ml which may also be due to obstruction. The patient¿s condition postoperatively was good and is in recovering.